Event description:
The customer reported the system would intermittently alarm and display generator communication failure and heater error messages and would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube, hv cable and rotation board were evaluated and replaced. The fse determined that the generator will require replacement; the part has been ordered. No additional report information is available at this time.